Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup operation. The device had been exposed to radiation. The patient was symptomatic. After device software download, normal function resumed. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.